Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A distributor reported that the cusa excel 36khz straight handpiece (c2602) was heating during a liver surgery and had no frequency. There was no patient injury and no delay in surgery.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h11. The cusa excel 36khz straight handpiece (c2602) was returned for evaluation: device history record (DHR) review - the DHR documentation was reviewed and no anomalies during the manufacture or packaging that could be associated with the complaint incident was observed. Failure analysis - the investigation of the unit confirmed the complaint as valid: the handpiece is overheating; the transducer is faulty and the coilform pin is damaged. As a result, the transducer, coilform, housing and o-rings were replaced, and the device now meets manufacturer specifications. Root cause - the root cause is confirmed as "transducer function found to be outside of specifications; coilform pin is damaged. Both occurred after 12 years in the field." No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.